Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that reported that the v60 ventilator screen shutdown. The customer reported that there were no codes at the time the situation was reported. The customer saw the following codes of data acquisition pcba adc failed in the diagnostics log (drpt). The customer reported there was no patient involvement.

Manufacturer narrative:
Additional information: this complaint is associated to MFR. Report # 2031642-2016-02038. Device evaluation: customer has performed a full performance verification test (pvt) and cannot duplicate the reported issue. The manufacture's technical support (ts) offered customer to send in the diagnostic log (drpt); however, the customer was not setup to pull the drpt and email. Ts advised customer that tin that case they would need to review the codes from the screen and relay the information to them. Customer states that the screen went blank at the tin. Ts advised customer to flex the data acquisition (da) to motor controller (mc) cable with the unit operating and the unit went ventilator inoperative with error code message of 12 v supply failed. Customer stated that there was an error code message of da pcba adc failed stored in memory. Ts advised customer that the high o2 pressure could have been caused if an o2 tank regulator was set above 90 psi. Customer stated that they cannot test the tanks due to they are now depleted. Customer has performed and passed a full pvt. Resolution and disposition: the manufacture's field service engineer was dispatched to the site on august 1, 2016. Fse replaced the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the da pcba adc failure. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
The respiratory therapist (rt) initially reported that the unit gave a high o2 alarm and the screen shut down. Rt reported that there are no codes at the time the situation was reported. Rt reported that they see the following codes in the diagnostics log (drpt): alarm message: high inspiratory pressure, da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) failed, alarm message: high o2 supply pressure, and 12 v supply failed. The customer reported there was no patient involvement.